Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an unknown procedure on (B)(6) 2026. During the procedure, the resolution 360 ultra clip had difficulty disengaging from the device after deployment. It was also noted that the device handle spring was bent and broken, and after a minute of manipulation, the physician was able to get the deployed clip to separate from the device. The procedure was completed with the same device. There were no patient complications reported as a result of this event.